Event description:
Event verbatim [preferred term] vomiting and facial swelling/feeling really sick to her stomach [vomiting], vomiting and facial swelling [swelling face], irritation around the site [administration site irritation] , headaches and ear pain that moves back and forth [headache] , headaches and ear pain that moves back and forth [ear pain], chest pain/tightness in her chest [chest pain] , dizzy after the procedure [dizziness]. Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on (B)(6) 2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive absorbable gelatin (gelfoam, lot number: not provided), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced vomiting and facial swelling on an unspecified date. The reporter indicated that a patient experienced a side effect after the product was used (vomiting and facial swelling). The action taken in response to the events for absorbable gelatin was unknown. The event outcomes were unknown. On (B)(6) 2019, the product quality complaint (pqc) group reported that a complaint has been received by the pfizer site with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: "the caller is a consumer that reported that she was calling to get some information about gelfoam. She said that on 'tuesday' she went to get an extraction of her tooth right before the molar. She said that the person who worked with the dentist put this brown stuff into her mouth; she was told it was for the pain, but she was not told what it was. When she went back to the dentist, she was told it was gelfoam. She said that she wanted to know what it is, and what are the side effects? She was not informed about the product. She said that she was experiencing irritation around the site and has been feeling really sick to her stomach. She had been having headaches and ear pain that moves back and forth. She did not experience this when she had the same tooth removed from the bottom of her mouth. She reported that she went to the emergency room 'yesterday' because her chest was hurting and she was having chest pain. She said that it was like a tightness in her chest (age at onset of this event was reportedly 33 years old). She said that she started experiencing most of the symptoms the day after the procedure. She said that she was also dizzy after the procedure, but she did not know if that was because of the fact that she just had the procedure done. She did not have the address and phone number to the dentist office because she was a 'walk in.' The consumer clarified that she had the procedure on the (B)(6) 2018. She said that when she went back to the dentist, they told her that everything 'looked good,' and that it was probably just the wound healing. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. Previous mdrs for hazard: no case numbers provided; case may be associated for gelatin allergies; case may be associated for allergy to porcine derived products; case may be associated for drug hypersensitivity; case may be associated for allergic reaction; case may be associated for vomiting and facial swelling. The complaint is to be evaluated for MDR. On 17mar2020, the pqc group reported that a complaint has been received by pfizer site with an indication that the device has, or may have, caused serious injury with a severity of s5 (determinations made (B)(6) 2020). Description of complaint: "this is a follow-up. Unsure of what the original complaint was. Caller was very vague and hard to get information from." The product description was gelfoam sterile sponge size 50 x 4. The lot number was unknown. The UDI was (B)(4). The hazard number (worst case) was h04-13 (previously reported in the 02may2019 follow-up as h02-04). There were no photos available. The sample status was reported as not available. The sample availability was reported as 'no.' Follow-up attempts are completed. No further information is expected. Follow-up (02may2019): new information reported from the pqc group includes: reasonable suspicion of a malfunction severity of harm, of s5, complaint description, and adds events of irritation around the site, headaches and ear pain that moves back and forth, chest pain/tightness in her chest, and dizzy after the procedure. Follow-up (17mar2020): new information reported from the pqc group: includes updated hazard number from h02-04 to h04-13, sample availablility, product description. Company clinical evaluation comment: due to the plausible temporal association, a contribution role of absorbable gelatin (gelfoam) to the onset of the reported events is possible. The product used in patient with hypersensitivity to porcine products, and case may be associated for allergy to porcine derived products. Company conducted investigation, and this case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate. Follow-up attempts are completed. No further information is expected. Comment: due to the plausible temporal association, a contribution role of absorbable gelatin (gelfoam) to the onset of the reported events is possible. The product used in patient with hypersensitivity to porcine products, and case may be associated for allergy to porcine derived products. Company conducted investigation, and this case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Manufacturer narrative:
Quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. The worst case severity determined through a review of the device risk file for the product was s5. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements.

Event description:
Event verbatim [preferred term], vomiting and facial swelling/feeling really sick to her stomach [vomiting], vomiting and facial swelling [swelling face], irritation around the site [administration site irritation], headaches and ear pain that moves back and forth [headache], headaches and ear pain that moves back and forth [ear pain], chest pain/tightness in her chest [chest pain], dizzy after the procedure [dizziness], narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 29jan2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A female patient of unspecified age started to receive absorbable gelatin (gelfoam, lot number: not provided), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient experienced vomiting and facial swelling on an unspecified date. The reporter indicated that a patient experienced a side effect after the product was used (vomiting and facial swelling). The action taken in response to the events for absorbable gelatin was unknown. The event outcomes were unknown. On 02may2019, the product quality complaint (pqc) group reported that a complaint has been received by the pfizer site with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: "the caller is a consumer that reported that she was calling to get some information about gelfoam. She said that on 'tuesday' she went to get an extraction of her tooth right before the molar. She said that the person who worked with the dentist put this brown stuff into her mouth; she was told it was for the pain, but she was not told what it was. When she went back to the dentist, she was told it was gelfoam. She said that she wanted to know what it is, and what are the side effects? She was not informed about the product. She said that she was experiencing irritation around the site and has been feeling really sick to her stomach. She had been having headaches and ear pain that moves back and forth. She did not experience this when she had the same tooth removed from the bottom of her mouth. She reported that she went to the emergency room 'yesterday' because her chest was hurting and she was having chest pain. She said that it was like a tightness in her chest (age at onset of this event was reportedly 33 years old). She said that she started experiencing most of the symptoms the day after the procedure. She said that she was also dizzy after the procedure, but she did not know if that was because of the fact that she just had the procedure done. She did not have the address and phone number to the dentist office because she was a 'walk in.' The consumer clarified that she had the procedure on the (B)(6) 2018. She said that when she went back to the dentist, they told her that everything 'looked good,' and that it was probably just the wound healing. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. Previous mdrs for hazard: no case numbers provided; case may be associated for gelatin allergies; case may be associated for allergy to porcine derived products; case may be associated for drug hypersensitivity; case may be associated for allergic reaction; case may be associated for vomiting and facial swelling. The complaint is to be evaluated for MDR. On 17mar2020, the pqc group reported that a complaint has been received by pfizer site with an indication that the device has, or may have, caused serious injury with a severity of s5 (determinations made 17mar2020). Description of complaint: "this is a follow-up. Unsure of what the original complaint was. Caller was very vague and hard to get information from." The product description was gelfoam sterile sponge size 50 x 4. The lot number was unknown. The UDI was (B)(4). The hazard number (worst case) was h04-13 (previously reported in the 02may2019 follow-up as h02-04). There were no photos available. The sample status was reported as not available. The sample availability was reported as 'no.' Quality operations could not determine a root cause for the reported defect to be related to the kalamazoo production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. The worst case severity determined through a review of the device risk file for the product was s5. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. There were no corrections performed, or corrective or preventative actions identified, as a result of this complaint investigation. Investigation of the complaint did not determine the reported issue to be process related; therefore, a correction, or corrective or preventative action, is not required for this case. Additionally, a review of previously completed investigation reports determined to be within scope did not result in identification of corrections, or corrective or preventative actions for the reported complaint. All reviewed records, trends, and in-process controls were acceptable, and have met the established requirements. Follow-up attempts are completed. No further information is expected. Follow-up (02may2019): new information reported from the pqc group includes: reasonable suspicion of a malfunction severity of harm, of s5, complaint description, and adds events of irritation around the site, headaches and ear pain that moves back and forth, chest pain/tightness in her chest, and dizzy after the procedure. Follow-up (17mar2020): new information reported from the pqc group: includes updated hazard number from h02-04 to h04-13, sample availablility, product description. Follow-up attempts are completed. No further information is expected. Follow-up (01may2020): new information from product quality complaint group includes investigation results., comment: due to the plausible temporal association, a contribution role of absorbable gelatin (gelfoam) to the onset of the reported events is possible. The product used in patient with hypersensitivity to porcine products, and case may be associated for allergy to porcine derived products. The company conducted investigation and no root cause was identified. Medical device trend analysis was acceptable. In the case narrative, there is evidence of device off label use which most likely contributed to this incident. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] vomiting and facial swelling/feeling really sick to her stomach [vomiting] , vomiting and facial swelling [swelling face] , irritation around the site [administration site irritation] , headaches and ear pain that moves back and forth [headache] , headaches and ear pain that moves back and forth [ear pain] , chest pain/tightness in her chest [chest pain] , dizzy after the procedure [dizziness] , . Case narrative:the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on (B)(6)2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam, lot number: not provided), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced vomiting and facial swelling on an unspecified date. The reporter indicated that a patient experienced a side effect after the product was used (vomiting and facial swelling). The action taken in response to the events for absorbable gelatin was unknown. The event outcomes were unknown. Pfizer case comment: based on the limited information (patient demographics, indication, route of administration are not specified) provided in this case, the patient developed a side effects of vomiting and facial swelling after the use of absorbable gelatin (gelfoam). Due to the plausible temporal association a possible contribution of absorbable gelatin is likely. Case will be reassessed as and when additional information is available. Case locked. Case locked. Fu documentation completed follow-up attempts are completed. No further information is expected. Follow-up(B)(6)2019: this is a follow-up report received from a product quality complaint. A complaint has been received by pfizer (site name) with reasonable suspicion of a malfunction, and the associated severity is s5. Impact to the device: the possibility for an adverse event. The complaint verbatim is as follows: "the caller is a consumer that reported that she was calling to get some information about gelfoam. She said that tuesday she went to get a extraction of her tooth right before the molar. She said that the person who works with the dentist put this brown stuff into her mouth that they told her was for the pain, but they did not tell her what it was. When she went back to the dentist they told her it was gelfoam. She said that they used gelfoam. She said that she wants to know what it is, and what are the side effects? She was not informed about the product. She said that she is experiencing irritation around the site and has been feeling really sick to her stomach. She has been having headaches and ear pain that moves back and forth. She did not experience this when she had the same tooth removed from the bottom. She reported that she went to the emergency room yesterday because her chest was hurting and she was having chest pain. She said that it was like a tightness in her chest. Age at onset 33 years old. She said that she started experiencing most of the symptoms the day after the procedure. She said that she was also dizzy after the procedure, but she does not know if that was because of the fact that she just had the procedure done. She does not have the address and phone number to the dentist office because she was a walk in. Caller clarified that she had the procedure on the 14feb2018. Se said that when she went back to the dentist, they told her that everything look good and that it was probably just the wound healing. Pcom number: # not provided. Hazardous situation: product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. Previous mdrs for hazard: no case numbers provided; case may be associated for gelatin allergies; case may be associated for allergy to porcine derived products; case may be associated for drug hypersensitivity; case may be associated for allergic reaction; case may be associated for vomiting and facial swelling. The complaint is to be evaluated for MDR. Case comment: based on the limited information (patient demographics, indication, route of administration are not specified) provided in this case, the patient developed a side effects of vomiting and facial swelling after the use of absorbable gelatin (gelfoam). Due to the plausible temporal association a possible contribution of absorbable gelatin is likely. The product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. Previous mdrs for hazard: no case numbers provided; case may be associated for gelatin allergies; case may be associated for allergy to porcine derived products. Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate., comment: based on the limited information (patient demographics, indication, route of administration are not specified) provided in this case, the patient developed a side effects of vomiting and facial swelling after the use of absorbable gelatin (gelfoam). Due to the plausible temporal association a possible contribution of absorbable gelatin is likely. The product used in patient with hypersensitivity to porcine products. Hazard number: h02-04. Previous mdrs for hazard: no case numbers provided; case may be associated for gelatin allergies; case may be associated for allergy to porcine derived products. Case will be reassessed as and when additional information is available. The impact of this report on the benefit/risk profile of the pfizer product is evaluated as part of pfizer procedures for safety evaluation, including the review and analysis of aggregate data for adverse events. Any safety concern identified as part of this review, as well as any appropriate action in response, will be promptly notified to regulatory authorities, ethics committees and investigators, as appropriate.

Event description:
Vomiting and facial swelling [vomiting], [swelling face]. Case narrative: the initial case was missing the following minimum criteria: no adverse event. Upon receipt of follow-up information on 29jan2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam, lot number: not provided), via an unspecified route of administration from an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient experienced vomiting and facial swelling on an unspecified date. The reporter indicated that a patient experienced a side effect after the product was used (vomiting and facial swelling). The action taken in response to the events for absorbable gelatin was unknown. The outcome were unknown. Pfizer case comment: based on the limited information (patient demographics, indication, route of administration are not specified) provided in this case, the patient developed a side effects of vomiting and facial swelling after the use of absorbable gelatin (gelfoam). Due to the plausible temporal association a possible contribution of absorbable gelatin is likely. Case will be reassessed as and when additional information is available.